Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: unk. Time of malfunction: unk. Symptoms/ae: unk. It was reported that an unspecified proglide "failure" occurred. Although requested, no additional info was provided. This is being conservatively reported due to the potential that hemostasis was not achieved.